Event description:
It was reported the patient received an estimated replacement indicator (eri) message on their patient programmer one week after the device was implanted. It was also reported the battery voltage was 2.69 volts and the patient was using the device 44 percent of the time. The patient's first group measurement was 8.10 volts, 450 pulsewidth, 70 hertz and 118 ohms. The second group measurement was 7.2 volts, 450 pulsewidth, 70 hertz and 120 ohms. A longevity calculation was performed and it was 0 months eri. Later that day, a longevity calculation was performed and it estimated the longevity of the battery to be greater than 10 years when the amplitudes were decreased to 4 volts, cycling was put in place, and usage was reduced to 7 hours a day. It was later reported that the current battery voltage reading was 3.08v. The last measurement was 2.69v. It was reported that the current setting was not enough therapy benefit. The manufacturer representative planned to increase cycling and make adjustments to the current settings. It was later reported that no further diagnostics were performed. No malfunctions were seen and no interventions were taken. The patient was fine, but was unhappy that the battery was already at eri. The scheduled therapy time was increased by three hours a day to help the patient's pain needs.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead. (B)(4).

Event description:
Additional information received reported that a manufacturer representative was programming the patient and noted that the patient had group a, but they also saw another group showing with dashes on it and a clock. It was noted that this was the null group that showed when scheduled therapy was in place and no active groups were programmed for that time. It was reported that the patient should have been getting stimulation at that time, but the programmer was showing the null group. It was reported that the patient programmer clock time was off by about nine hours. The time on the patient programmer was corrected, and it was noted that the correction would help scheduled therapy come on at the appropriate time.

Manufacturer narrative:
(B)(4).

Event description:
Further follow up information confirmed that the patient was reprogrammed and that no interventions or diagnostics were performed. A lso, no malfunctions were seen or the cause of the issue determined. Nothing further had been heard from the patient or their physician as far as how the patient was doing. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient had high group impedances right after implant and that within a day or two, the patient programmer showed an elective replacement indicator (eri). It was noted that that the patient was instructed to turn off the implantable pulse generator (ipg) for a day or two and then see if the ipg had the same issue, which it did. The reporter noted that the patient did not have additional issues to their knowledge.

Manufacturer narrative:
(B)(4).